Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) experienced a diagnostic reset. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further noted that the implantable pulse generator (ipg) showed a critical ram parity error occurred at the time of the diagnostic reset. The patient later came into the clinic and the reset was cleared.